Event description:
It was reported that a spectrum pump had failed the downstream pressure test, it did not go above to 6 pounds per square inch (psi) and stuck in a downstream occlusion alarm when door was shut. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, the reported problem of '"pump is failing the downstream pressure test over and over. Pump does not go above 6 psi and gets stuck in a downstream alarm when the door is shut.' Was reproduced. A review of the event history log (ehl) revealed evidence of the reported problem, through multiple events of 'downstream occlusion!'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream reading is out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.